Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as excessive mechanical stress during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/03/2025, it was reported by an arthrex employee via (B)(4) that an ar-6592-08-20 passport button cannula broke. An attempt was made to place it in the portal using forceps, but it quickly broke off and could not be placed. This was discovered during the case. Another device was used to complete the case with no patient harm.